Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable gluc3 (glucose hk gen.3) result for one patient sample with a cobas 8000 c702 module. The initial gluc3 result was 3.9 mmol/l. The repeated gluc3 result tested on a bloodgas analyzer was 20 mmol/l. The questionable results were not reported outside of the laboratory. The reagent lot number was 64725801 with an expiration date of 31-oct-2023.